Manufacturer narrative:
The hakim valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported the hakim programmable valve was implanted to a patient after a cerebral hemorrhage via v-p shunt on (B)(6) 2021 with a setting of 180mmh2o. It was reported that a subdural hematoma occurred due to over drainage. It will be scheduled that subdural hematoma will be removed and chpv (823110) will be placed at chest in tandem with the valve on jul 6, 2021. No further information was provided by hospital